Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels. Customer reports that high bgs occur for the first 12 hours after applying an infusion set and a correction bolus was delivered. The cause of the event was not known. At the time of the report, tandem technical support (cts) educated customer on air-removal technique of load process. As the event had occurred in the past, cts advised the customer to discuss the event with a healthcare provider.